Event description:
It was reported that during surgery, catheter was confirmed spontaneous removal also confirmed that the balloon was not inflated there was no urine output and the bladder temperature was 27°c, leakage from the bifurcation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.